Event description:
On (B)(6) 2012 mvi was notified regarding this complaint for the coil stretching. However, it was not until (B)(6) 2012 it was realized that the coil protruded in to the stent and parent artery. Upon repositioning, the coil prematurely detached from the delivery pusher. The embolization coil was retrieved successfully using a goose neck snare through the microcatheter. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual analysis revealed the device returned with the implant coil detached from the delivery pusher. The device was tested for electrical continuity and met specification. The attachment monofilament that attaches the embolization coil exhibited characteristics of stretched. The coil is stretched and kinked. The returned microcatheter is normal in appearance. The root cause of this complaint appears to be due to a force applied to the device that exceeded the maximum tensile specification of the attachment monofilament. It is likely that the kinked segment of the coil is the portion of the coil that protruded into the stent. It may have caught on the stent strut while repositioning resulting in the tensile failure. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.